Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) recycle the power and advised the hp to start over with new supplies or do a manual exchange. The tsr advised the hp to contact the peritoneal dialysis nurse and inform of the system error. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp said that she had started using a new box of cassettes and has had no more issues. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, she will see her nurse tomorrow and will report the issue. No allegations were made against any of the hp's dialysis products. No further information was provided.